Event description:
Customer reports that he obtained results of hi and 224 mg/dl on the same device immediately. No action reportedly taken based on device results. No adverse event reported, nor any treatment. No quality controls were used. Requested return of suspect device and replacement was sent.